Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient felt stimulation seemed to turn off randomly. The problem started 1.5 to 2 weeks ago. The patient had checked the implantable neurostimulator (ins) when they felt stimulation stop and the ins was still on. No falls or trauma was noted prior to the change in therapy. The manufacturing representative was going to try running impedances. The manufacturing representative did adjust the patient¿s adaptive stimulation cone from small to large and this corrected the issue. The patient¿s coverage was appropriate and they were happy.